Event description:
Customer status: "a piece of the outer coating came off and was floating in the patient's bladder. All pieces were successfully removed. No additional harm to patient."

Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned. Documentation was reviewed noting no anomalies as well as no other complaints for the lot number. The product will be returned to cook for a proper evaluation at a later date. After the product is evaluated, a follow-up report will be sent to the FDA.